Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 968707-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sex") and dysmenorrhoea ("painful periods") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy cystoscopy, mccall culdoplasty, removal of essure). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dyspareunia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. Most recent follow-up information incorporated above includes: on 5-mar-2019: update of information (batch is invalid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 968707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sex") and dysmenorrhoea ("painful periods") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy cystoscopy, mccall culdopalsty, removal of essur). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dyspareunia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.